Event description:
The customer reported the device alarmed for n56 (replace battery). A review of the history log during investigation confirmed n56 (replace battery). During visual inspection the battery indicator was found to be empty. The battery was charged and the battery soft key was reset. The battery then showed sufficient volts dc. The probable cause was due to the battery not being charged and is related to a known software issue in version 15.02.00.008. Due to the software issue, when there is a replace battery condition and the device is disconnected from ac power, the "depleted battery" alarm occurs in place of the "replace battery" alarm and causes the pump to shut down after 3 minutes.